Event description:
It was reported that a pump could not connect to the customer's wireless network. The customer stated that the pump will power on, then restart without user input. There was no pt injury, and no additional information could be provided.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The evaluation confirmed that the device would not connect to a wireless network caused by corrosion on the wireless module flex and radio printed circuit board. The corrosion was determined to be caused by fluid intrusion. The device was removed from service.